Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cable/cord/wiring was damaged. It was further determined that the motor, control, and coupling were defective. It was further observed that the connector sleeve was missing and the error e5 test was not possible. The assignable root cause was determined to be improper handling which is misuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor was heating and was inoperative on the motor device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.